Manufacturer narrative:
Correction : date is approximated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had pain from the center of the spine out to the side since two weeks after implant. An x-ray had been taken that showed one of the leads was anterior. The rep had been working with the patient to adjust stimulation and to not use the lead that was anterior which had helped. Later, a rep reported that a revision was scheduled for (B)(6) for a case with a lead migration. Additional information was received from the rep reporting that the lead migration and pain had been resolved. It was noted that this information was confirmed with the physician. No further complications were reported/anticipated.